Event description:
According to the customer contact on (B)(6) 26, "fan went out in nebulizer." Per the customer contact, the patient "went without treatment" and "was unable to receive his medication due to the malfunction."

Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "fan went out in nebulizer." Per the customer contact, the patient "went without treatment" and "was unable to receive his medication due to the malfunction." The customer contact stated the patient is doing "fine" since the reported incident. The customer contact did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional details are available regarding the customer reported incident at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.